Event description:
It was reported that the pump module displayed ¿alaryso¿ instead of ¿alaris¿ when devices are powered up. Furthermore the customer reported, the drug dobutamine being displayed as ¿dobutqmine¿ on the pump. The pump was programmed to run dobutamine at 3mcg/kg/min however the channel was displaying 30 instead of 3 on the scrolling marquee. The correct programmed dose (3mcg/kg/min) was being administered to the patient. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.